Event description:
It was reported that safety shield of bd¿ pegasus yel prn non-pvc could not remove after puncture. This occurred on 2 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Describe event or problem: it was reported that safety shield of bd¿ pegasus yel prn non-pvc could not remove after puncture. This occurred on 2 separate occasions but the date/time and or patient information is unknown. Investigation summary: a device history report was conducted for lot number 8106223, and no related abnormalities were found. This lot of pegasus 24 gauge was manufactured from 5/10/2018-5/18/2018, and this is the only instance of a safety shield activation failure occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Although a photograph was returned to assist in the investigation, it was unfortunately unable to assist in our engineer¿s investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety shield of bd¿ pegasus yel prn non-pvc could not remove after puncture.